Event description:
Per the clinic, the device was explanted on (B)(6), 2024, due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the correct date of awareness for the infection is (B)(6), 2024; not (B)(6) 2024 as previously reported.

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral antibiotics prior to explantation to control the infection.